Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin had multiple pump error alarms. The customer's blood glucose level was 104 mg/dl. The customer was able to clear the alarms and able to rewind the insulin pump. The customer reported that the insulin pump alarmed several times. The insulin pump was shut off and it would not able to read blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify hardware low level failures, software error bad pointer, the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement, or power loss alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.